Event description:
A patient reports while carrying their personal diabetes manager (pdm) it had got really hot in their pocket and the battery was found to be swollen. The patient reports the back of their pdm has a gap due to the swelling of the pdm. In addition the patient reports the pdm screen is cracked.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The device was returned and the swollen battery was confirmed. The lcd screen was observed to be damaged. The timing and cause of this damage is unknown. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.correction to d(4): sequence number changed from unavailable to 010200-24003.